Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill or a33 alarm noted during testing. Device had stripped battery cap coin slot (p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were sticking. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump rejected new batteries. Customer stated that the insulin was squiring out from infusion set instead of slow drip. Customer stated battery cap treading was worn. The insulin pump will not be returned for analysis.